Event description:
It was reported postoperatively, the pt presented with shortness of breath and high gradient. The valve was removed and replaced with another sjm tissue valve. Additional info has been requested.